Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for routine follow-up. Review of session records showed oversensing of p-waves in the rv channel due to possible lead dislodgement. Patient was scheduled for a lead revision. Prior to patient returning for surgery, the patient received inappropriate hv therapy due to the oversensing. The lead was successfully repositioned. Patient will continue to be monitored with routine follow-up.